Event description:
On (B)(6) 2014, the customer reported that the unicel dxc 660i synchron access clinical system generated a false low na (sodium) result of 128 mmol/l on (B)(6) 2014. The result was reported out of the lab. The customer repeated the na on this sample (on (B)(6) 2014) on a unicel dxc 600 synchron system with a result of 135 mmol/l. The customer stated that another rerun of the sample gave a result of 136 mmol/l (details were not provided of this rerun). The report was amended and the customer confirmed there was no impact to treatment. Quality control (qc) values were within lab-established ranges prior to the event. After the event, qc recovered low, outside 2 standard deviations.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the carbon bridge to resolve the issue.